Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3: a product investigation was conducted: visual inspection: the visual inspection has shown, that both locking screws has flattened thread flanks and nicks on the entire shaft. In addition, on one out of the two locking screws, there are wear marks and scratches inside the stardrive visible. We are not aware, which one of the two locking screw bears the lot number (B)(6). In general, both screws are in a used condition with various burrs all over. Functional test: the function test could not be performed, as the thread of both screws are damaged. Dimensional inspection: first screw checked per relevant drawing. Outside diameter head (thread) measured: pass. Total length measured: pass; second screw checked per relevant drawing. Outside diameter head (thread) measured: pass. Total length measured: pass. Document/specification review: a review of the device history record for lot number (B)(6) was performed for the finished device lot number. And showed, that there were no issues, during the manufacture of these products. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. For the unknown lot number, no DHR could be performed. Summary: our investigation has shown that the complaint condition is confirmed, as the screws were found damaged. While no definitive root cause could be determined, it is possible that misalignment event has taken place, during insertion. The parts for lot number (B)(6) conformed to dimensional specification at the time of manufacturing and passed inspection requirements. For the unknown lot number, no device history record could be performed. The relevant dimensions were measured per relevant drawing and found according to the specification. Therefore, we can confirm, the visible damages are not from any manufacturing non-conformity. During the investigation, no product design or manufacturing issues were observed, that may have contributed to the complaint condition. Therefore, further corrective and /or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for radius neck fracture. During the screw insertion into the proximal 2 holes, the screws passed through the plate holes with unlocked and about to bury. The surgeon tried a few times, but the same event occurred. The surgeon didn¿t remove the plate because the other screws were locked into the other holes. The surgeon used lag screws and fixed the plate successfully. The surgery was completed successfully within thirty (30) minutes surgical delay. No further information is available. Concomitant device reported: screwdriver (part# unknown, lot# unknown, quantity 1); lcp prox-radiuspl2.4 f/rad neck shaft 2h (part: 441.690s; lot: 7l01211, quantity 1). This report is for one (1) 2.4mm ti locking scr slf-tpng with stardrive recess 14mm. This is report 4 of 4 for complaint (B)(4).